Event description:
Therapist observed, via in room monitor, a 2mm shift in couch vertical distance up when making a longitudinal adjustment. Vertical thumb wheel not touched. Electronic's tech: when dropped couch skirt, noticed that whenever lateral, longitude, or couch rotation were driven a slight movement on vertical drive motor occurred. Set longitudinal table top full out, set couch vertical on 110cm on monitor, drove couch in and couch raised up, without vertical activation.